Event description:
It was reported that during a routine inspection of some attune consignment instrumentation trays, by spd personnel at the hospital, three instruments were found to be cracked or slightly damaged. Descriptions of the damage found are as follows: 1. An attune shims was found to be cracked. The crack extends from one of the metal drill guide holes to the outer edge on the shim. No portion of the shim had broken off. 2. A spring was missing from the underside of an rp articulation surface. 3. The anterior rim of an articulation surface was scrapped up. It is unknown when these instruments were damaged. Replacement instruments will be needed to complete the consignment trays.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the returned sample confirm one of the springs missing. Based on the examination the complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.